Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A post procedural stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient experience a post procedural stoma site infection, diagnosed by CT scan. The patient was treated with oral antibiotic, keflex, for seven days. On (B)(6) 2025, the patient initiated duopa treatment. The following day, the patient experienced diarrhea with "unusual bowel movement (appeared to consist primarily of the duopa intestinal gel)". The device remains implanted.